Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Available details indicate that the servicemax case was closed and the work order was cancelled. The good faith effort (gfe) response advised the material order was cancelled as it was not needed. The customer was provided with onsite service and the device's battery was reseated. The service test was run again, resolving the issue. No spare parts were required. The device was not available for additional investigation as it was returned to service. Based on the information available, the cause of the reported problem was a battery requiring reseating. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer's battery was reseated in the device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Available details indicate that the servicemax case was closed and the work order was cancelled. The good faith effort (gfe) response advised the material order was cancelled as it was not needed. The customer was provided with onsite service and the device's battery was reseated. The service test was run again, resolving the issue. No spare parts were required. The device was not available for additional investigation as it was returned to service. Based on the information available, the cause of the reported problem was a battery requiring reseating. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer's battery was reseated in the device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.